Manufacturer narrative:
The customer's complaint that the tubing falls apart could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reports the product falls apart during patient use. There was no report of patient harm.